Event description:
A malfunction was reported on the pump, identified by malfunction code malf 12, but no major events occurred before it. It was unknown whether there was any adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and afterward, the malfunction did not recur. The customer was informed that they could continue using the pump and to call if the issue occurs again. The customer declined further assistance with loading the cart and resuming insulin.